Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with missing retainer ring and reservoir tube o-ring. Unit received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen is damaged and the ring around the reservoir fell off. The customer's blood glucose reading was 90 mg/dl at the time of incident. No further details given.